Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problems (damaged case, defective response buttons, check therapy pad messages) were confirmed. Upon investigation, the monitor's belt receptacle was damaged. The cause for the failure was isolated to pinched wires in the monitor's electrode belt cable receptacle and a partially disconnected j1001 connector. The root cause for the pinched wire and partially disconnected connector could not be positively identified. In addition, the response buttons were defective. The cause for the defective response buttons was defective response button switches. The root cause for the defective switches could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had a damaged case, defective response buttons, and that the patient was experiencing check therapy pad messages.